Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign matter came out due to clogging of the suction channel in the universal cord. In addition, foreign matter was clogged in the nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that nozzle clogging occurred with the gastrointestinal videoscope. There was no patient harm or user injury reported due to the event. During the evaluation of the device, a foreign material came out of the scope. This MDR is being filed as MDR based on the evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing or handling. It is recommended that the user be reinstructed in the method of handling regarding usage environment. Olympus will continue to monitor field performance for this device.